Event description:
A system error 2057 (bag/fluid is overheated) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 at 22:40:55. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of a system error 2057 (bag/fluid is overheated) was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.